Manufacturer narrative:
The excor blood pump, s/n (B)(6), is in use on the patient since 2022-06-15 (328 days). We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specification. Upon receiving the blood pump for evaluation, it was observed that the affected blood pump had been returned with a partial driving tube connected to the blood pump connector. During this visual examination, it became evident that a piece of plastic tape had been placed around the blood pump connector. The pump was disinfected and cleaned. The plastic tape was thoroughly removed from the connector. Then the driving tube was demounted from the pump connector and the air chamber of the pump and the partial the driving tube was tested separately for leakage. No pressure drop was detected in both components. Therefore, it was determined that no defect in the pump connection or the returned part of the drive tube. Based on the test results, it was concluded that there were no defects present in either the pump connection or the returned part of the driving tube. It was unable to determine the exact cause for reported complaint. Therefore, it was possible that the driving tube may not have connected tight enough with the cable ties to cause the leakage.

Event description:
Berlin heart was informed by the clinic that excor mobile driving unit emitted an alarm about the pressure loss. A vad coordinator in the clinic detected a defect at the barb connector for the driving tube of the exco blood pump. The patient was clinically stable. The clinic changed the blood pump on (B)(6) 2023.

Manufacturer narrative:
The excor blood pump, s/n (B)(6), was in use on the patient from 2022-06-15 until 2023-05-31 (350 days). We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.